Event description:
It was reported that the 9900 system locks up during cases. It was noted that after reboot the system would still lock up. It was also noted that the system sounded like it was taking uncommanded fluoro exposures. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. 24v power supply, motion lift cable, lift up cable and power signal cable. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow up report will be submitted as required.